Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012726960 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed, the spiral array pebax tube was observed to be kinked, the pebax tube was observed to be twisted, and the guidewire lumen was observed to be kinked and twisted at 0.5 in from the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck at .5 inches from the tip. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed. The distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, the distal arm pebax tube was observed to be ribbed. During inspection of the array segment, it was observed that the proximal end of the nitinol wire was partially detached from the dual lumen. In conclusion, the reported kink and blocked lumen issues were confirmed during testing. The loop catheter failed the returned product inspection due to a kinked guidewire lumen, inverted spiral array, kinked/twisted pebax tube, and a dislodged nitinol wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 990045, product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) pulseselect procedure, the catheter pscc100 was kinked after a maneuver in the left atrium, and the inner lumen of the catheter appeared to be blocked. A replacement of the catheter and guidewire resolved the problem, and the case was completed. No patient complications have been reported as a result of this event.